Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. The customer switched pumps, and the alternate pump operated as expected with no issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the fiber optic assembly. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. The customer switched pumps, and the alternate pump operated as expected with no issues. No patient harm, serious injury or adverse event was reported.